Event description:
It was reported that this right ventricular (rv) lead was planned to be explanted due to therapy upgrade. In the process of explanting this lead, it was trapped in the subclavian area and could not be removed. Reportedly, the lead's tip and 3 centimeters remain in the vein. The lead was successfully replaced as planned. No adverse patient effects were reported.